Event description:
Contact reported that device had broken during use in a procedure. Missing piece of the device was noted during instrument processing after the case. An x-ray revealed missing piece had been left in the joint. A second arthroscopy was performed to remove fragment. No pt injury was reported.